Manufacturer narrative:
In addition, the following reportable malfunctions were identified during the device evaluation poor contact of the video connector receptacle. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device images were sometimes not displayed. The issue occurred during set up/inspection for use. There was no patient involvement.